Event description:
On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (4.25mm x 20mm). During the procedure, it was reported that the pipeline could not be opened distally after rotating the pushwire tip. The device was removed from the patient.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).